Manufacturer narrative:
(B)(4) - conclusion: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient reported having cloudy effluent and requested a clinic visit. The patient presented to the clinic with complaints of abdominal pain and cloudy effluent and was diagnosed with gram negative bacilli peritonitis following a positive peritoneal dialysis fluid culture with the organism klebsiella oxytoca. The catheter site had no drainage or blood. Physical examination of the abdomen found it soft. The pd nurse stated that the patient¿s wife was assisting in the patient set up for treatment and did not practice aseptic technique. The pd nurse stated that the peritonitis was caused by touch contamination. The pd nurse reported that the patient¿s catheter was blocked due to the presence of fibrin. The pd nurse stated that there was no fluid leak reported prior to the infection. The pd nurse reported that the patient was not hospitalized for the peritonitis and was treated in home. The patient was treated with the antibiotics vancomycin and gentamycin. The pd nurse reported that the patient was recovering from the peritonitis. No further information was available.